Event description:
Implant fracture.

Manufacturer narrative:
Medical evaluation revealed that the prosthetic construct was not suitable and the implant fracture was caused by excessive overloading due to operational procedure and bruxism.